Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that two boluses were not recorded in the bolus history on the pump despite the pump being in use. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided and cause was not known. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.